Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
During the follow-up performed on (B)(6) 2014, statistics retrieved from implant memories indicated that 2 charges occurred since implantation and that the last charge lasted 8 seconds. The first charge reportedly corresponds to a charge time test performed after implantation (on (B)(6) 2014, charge to 42 joules that lasted 12 seconds). Because no sustained ventricular arrhythmia was detected since implantation, an explanation was requested as for why a second charge occurred, and why the charge time was shorter than for the charge time test performed on (B)(6) 2014.